Manufacturer narrative:
Investigation results indicate that the wear to the teeth would suggest that the blade came into contact with metal while cutting. The sudden impact of the blade coming into contact with cut guides/ surgical instruments could cause the tabs to fracture at the mount. The associated devices IFU state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.